Event description:
It was reported that the patient had no stimulation. Diagnostic displayed high impedance. When the physician disconnected the extension, the lead was functional and the extension was malfunctioning. The extension was replaced by a new extension and discarded by the facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.